Manufacturer narrative:
Citation: morray et al. Midterm outcomes in a pooled cohort of harmony transcatheter pulmonary valve recipients. Circ cardiovasc interv. 2025 jul 16:e015196. Doi: 10.1161/circinterventions.125.015196. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding midterm outcomes of harmony transcatheter pulmonary valve recipients. The study population included 89 patients who were predominantly male with a mean age of 29 years old. All patients were implanted with a medtronic harmony bioprosthetic valve in the pulmonary position. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: valve stent fracture, valve stenosis, pannus, thrombosis, thromboembolism, valve-frame distortion, endocarditis, and intervention to explant or replace via valve-in-valve implant. No further information was provided pertaining to medtronic products.